Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver buttons did not respond. No injury or medical intervention was reported. This complaint was deemed reportable on (B)(6) 2016 due to finding of firmware errors.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver buttons did not respond. No injury or medical intervention was reported. The receiver was returned for evaluation on 09/29/2016. External visual inspection was performed and the device was determined to be in good condition. The receiver data log was reviewed and screen error alarms and firmware errors were observed in the log. The customer complaint was confirmed. A root cause could not be determined.